Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
The patient reported their pump fell out of them. They went to the ER and had an emergency surgery performed to place a new pump in them. It was unknown what the pump contained at this time. The patient¿s outcome was not provided but was requested.